Event description:
It was reported that the physician was unhappy with the lead position and the lack of response to biventricular pacing. The lead was explanted and replaced. During explantation the physician noted a breach in the insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), the outer insulation was melted, and there was apparent explant damage.